Manufacturer narrative:
Investigation ongoing

Event description:
As reported, 26mm sapien 3 case by transfemoral approach in aortic position. It was not possible to deploy the valve as the balloon (without extra volume) did not inflate. The device was pulled back and the device had to be removed surgically as the valve got stuck on the femoral artery. A second valve was implanted with success but the patient suffered an invalidating stroke. As per pre-deco observations, the sheath distal tip was split.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation with a delivery system inserted. A valve was crimped on the inflation balloon of the delivery system. The devices were separated for decontamination and evaluation. Visual inspection of the sheath was performed. There was a split at sheath tip, and damage at sheath tip. Due to the nature of the complaint (damage), no functional testing was completed. The complaint was confirmed by visual inspection. Since no work order information was provided, DHR review was unable to be performed. Since no work order information was provided, lot history review was unable to be performed. A review of the complaint history from june 2017 to may 2018 revealed other returned complaints for the esheath (all models and sizes) for ¿sheath distal tip - split¿. Five complaints were confirmed, but no manufacturing non-conformities were found. Available information suggests that patient/procedural factors contributed to the complaints. Since no labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend category, no corrective or preventative action was required. Two complaints are pending engineering evaluation. Review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the trend category ¿damaged¿. IFU, device preparation manual, and training manual were reviewed for instructions for sheath preparation and use. No IFU/training deficiencies were identified. Since work order information was not provided, the document revisions referenced below are the latest revisions as of the date of this evaluation. The steps described are representative of the steps that the complaint device underwent during manufacturing. During manufacturing of the esheath, inspections were performed on the sheath shaft as well as 100% final inspection by manufacturing and quality. Visually inspection using a minimum of 3x magnification is performed for delamination and seam separation, wrinkles, kinks, bends, or mechanical damage on shaft, circumferential oriented surface defects, protruding or missing material, dents and cuts, stress lines in the liner, cross linking of hdpe (blue) across liner (clear) and remnant lines (white lines), and presence of the c-marker band. The sheath is visually inspect tip for flash and excess material (tecoflex of hdpe slag) using a minimum 10x magnification. It is then visually inspect at 10x magnification or 3x magnification for serrated transition, holes, or rough surface or tears present on tip. It is also, visually inspect at 2.85x magnification for general cleanliness. In addition, standard operating procedure also includes dimensional verification of critical dimensions, such as shaft od, tip ID, tip length, and working length. During product verification testing, under a sampling basis, five (5) sample sheaths from the lot were visually inspected for damage pre- and post-expansion testing. All samples must pass the testing in order for the lot to be released. The inspections described above support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for ¿sheath distal tip - split¿ was confirmed based on visual inspection of the returned device, but no manufacturing non-conformities were identified. A review of manufacturing mitigation supported that the esheath has proper inspections in place to detect issues related to the complaints. Review of the IFU and training manual revealed no deficiencies. The device was returned with a delivery system and valve inserted through the sheath. Per the cer, the valve got stuck on the femoral artery when valve withdrawal was attempted. It is possible that the distal tip split occurred during valve withdrawal. If the valve struts were caught on the sheath tip, it would have resulted in withdrawal difficulty and the observed damage and split at the sheath tip. It is also possible that the split occurred on insertion of the sheath due to calcification. However, no patient information was provided which could substantiate this potential root cause. It is likely that the complaint can be attributed to procedural (withdrawal of crimped valve) factors. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformance or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaint for ¿sheath distal tip ¿ split¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural (withdrawal of crimped valve) factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Review of the information indicates that the damage to the sheath tip occurred during the unsuccessful withdrawal efforts; the report did not state difficulty advancing the sheath that would have contributed to a split tip.  Based on the timing of the damage occurring, the risk of vessel injury is considered remote, as the sheath is exiting the patient in the opposite direction of the split.  Therefore, this event not considered MDR reportable and a corrected reported is being submitted. The withdrawal difficulty reported under related  reference manufacturing report #  2015691-2018-01459.